Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported air in line alarms which were reproduced. A review of the event history log identified air in line messages. The cause was determined to be ultrasonic sensor out of calibrated specification range. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.